Event description:
Additional information was received. There was a 30 minute delay in surgery. The event occurred intraoperatively. Once the site got the imaging system around the patient and couldn¿t close the gantry, they backed away from the patient and restarted the imaging system and the computer. Once the site turned it back on, the system was stuck in the initializing phase.

Manufacturer narrative:
Additional information added to b5. H3, h6: the system was serviced in the field and hardware parts were replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that image acquisition system (ias) was stuck in initializing. There was troubleshooting present. It was reported that a hard reboot, reseating the umbilical cable, and reseating the hand switch did not resolve the issue. It was verified the there was no movement to all axis and the motion interface was determined to be the issue. There was no impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000180r, serial/lot: unknown and product ID: bi71000180r, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture the event. A110201 captures the system stuck in initializing and a150204 captures the no movement to all axis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.